Event description:
Information received by medtronic indicated that insulin pump keypad was detached. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black, customer returned pump for alleged cosmetic damage located at the keypad overlay found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched display window, cracked retainer, keypad overlay peeling, missing display cover, stained overlay, cracked overlay and pillowing overlay. Keypad overlay peeling, stained overlay, cracked overlay and pillowing overlay confirmed.